Event description:
The patient was having increased spasms and felt "very stiff." Two days later, the patient was itchy. The patient experienced withdrawal. The patient was in the hospital being monitored. The pump event logs were normal. As of (B) (6) 2010, the patient was still very spastic. A dye study was done on (B) (6) 2010; they were unable to aspirate from the catheter access port. The patient was taken to the operating room the same day. When the catheter was checked intraoperatively, no issues were found; csf flow was excellent and dye showed no leaks. Upon further exploration, it was noted that the explanted pump was void of drug. The surgeon proceeded with a pump replacement due to the age of the pump. The patient recovered post-op without further incident. The device system was used to deliver lioresal.

Manufacturer narrative:
(B) (4).